Manufacturer narrative:
Other devices listed in this report: cat. No.: 6260-9-140, v40 cocr lfit head 40mm/+0, lot code: mmad5a . Cat. No.: 509-02-54e, titanium revision acetabular, lot code: rk620r. Cat. No.: 6058-0637d, accolade c cs 132 nk, lot code: mnapl1. Cat. No.: 2080-0030, gap plate screws, lot code: l55m5h. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Revision tha I&d. Date of primary surgery is (B)(6) 2016, (B)(6) center. The components taken out were a 40 head and x3 insert.

Manufacturer narrative:
An event regarding revision involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: not performed as medical records were not received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision tha I&d. Date of primary surgery is (B)(6) 2016, (B)(6). The components taken out were a 40 head and x3 insert.